Event description:
It was reported that a large volume infusor had a leak from the fill port after being filled with the therapeutic drug. The leak occurred when the sterility cap was opened, and stopped when the cap was closed. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review will be performed. The sample is reported to be available for evaluation. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The leak occurred due to the glass fragments trapped under the checkband; however, the cause of the fragments could not be determined. In order to address and further investigate this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from 06/09/2013 to 06/10/2013. The device was returned for evaluation with approximately 200 ml of solution in its bladder. Visual inspection noted leakage, or backflow, from the fill port when the fill port cap was removed. Microscopic examination identified two glass fragments (0.3 and 0.4 mm in size) trapped under the checkband. Initial evaluation confirmed the reported condition. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up report will be submitted.